Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lung resection. According to the reporter: the surgeon was unable to fire the stapler when he prepared to activate it in accordance with the normal operating steps. The surgeon used another device and the same problem occurred. The surgeon used another stapler, but this time, a crack noise was heard when it was fired. The surgeon pulled the unload button and discovered that the staples are malformed, scattered on the tissue. Another stapler was applied to remove the malformed staples. No bleeding was found in the surgery, and the surgery time did not extend 30 minutes. No re-intubation/recannulation was necessary. Surgery time was not extended by more than 30 minutes. No reinforcement material was used in conjunction with the stapling device.